Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was then tested and met all product specifications. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during a cataract extraction, during irrigation/aspiration (I/a) mode aspiration was present, but there was no irrigation. A suture was needed to close the wound. Additional information was requested.